Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique involving a transfer set, which resulted in an unspecified infection. The breach in aseptic technique was further described as betadine was not used to sanitize the set. The patient presented to the hospital to have the transfer set replaced. The patient reported the set was not sanitized. The nurse clarified that betadine was used during the replacement, however, the patient was laying down and did not have the visibility to see "that step". It was reported the transfer set had not been replaced for eight months. ¿within a day¿ the patient experienced the infection and was subsequently hospitalized for the event. The patient received unspecified treatment for the event. On an unreported date, pd therapy was discontinued, the pd catheter was removed, and the patient was transferred to hemodialysis. At the time of this report, the patient outcome was not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
B5: upon follow up it was reported the patient did not change the transfer set for 18 months after the initial transfer set was placed. H10: the device was not received for evaluation; therefore, a device analysis could not be completed. Per baxter labeling/instructions for use, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Guidelines and doctor¿s recommendation state the transfer set must be changed every 4-6 months. The likely cause of the reported event was associated with use error. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.